Event description:
Country of complaint: (B)(4). Complaint states: the doctor pulled out the needle from the tissue when the needle broke.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. MFR site eval: eval is ongoing.